Manufacturer narrative:
The product was just returned and will be evaluated shorty. The investigation is underway.

Event description:
A user facility reported that a thermage treatment tip sparked at pulse 756. It is reported that a patient experienced a burn on the left cheek during the procedure. The report noted that a spark was seen from the tip of the device and caused a scratch and redness at the area. The current status is reported as scratch marks on the left cheek with an unknown outcome. The available picture was reviewed and showed crusts on the cheek. The highest energy level used was 3.5. There were no system errors that occurred, nor was anything out of the ordinary noticed during treatment - aside from the spark. Solta medical cryogen and coupling fluid were used during this treatment - approximately 4 bottles of coupling fluid. The treatment tip surface was inspected prior to use - nothing remarkable. The tip surface was re-inspected during the treatment at about every 10-15 pulses. This was the first time the tip was used.

Manufacturer narrative:
The thermage tip was evaluated and service was able to confirm burnt trace on the tip. The tip passed the flow and leak tests. The tip passed the thermistor test. Functional testing was not performed due to the burn trace on tip surface. The tip failed visual inspection for burnt trace on the tip surface as dielectric breakdown was observed. Service confirmed damage to the tip membrane along the radiofrequency trace. Radiofrequency trace damage can cause reports of sparking of flashing during treatment. Investigation found stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causes arcing and subsequent burn-through of the flex circuit membrane. The system logs were not available for analysis. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. It is the responsibility of the customer to provide the data card and they have not done so; as such, a summary of the system/handpiece data is not available. The thermage cpt system technical user¿s manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. According to thermage cpt system technical user¿s manual, burns are a known possible side effect of treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, this event was most likely caused by damage on the tip membrane. There is an existing nc/CAPA opened for this type of complaint.